Event description:
It was reported that the pt was hospitalized due to weight gain of 117 pounds, constant vomiting, high pain level, liver damage and low protein levels. The pt's wife indicated that these symptoms were caused by the morphine that is used in the pump. The hcp at the hospital recommended explant of the pump. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.